Event description:
It was reported the pt had not used her scs system or charged her ipg in over a year. The ipg was non-responsive due to the pt's noncompliance. The physician removed the pt's system. It was reported the devices were discarded.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.